Manufacturer narrative:
The type of thv valve is unknown; however, the possible PMA numbers associated with an p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), rupture of the peripheral pulmonary artery is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors may have caused or contributed to this event. However, other potential contributing factors are unknown as limited clinical information was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve not returned as reported through an article.

Event description:
As reported through a european article, 'implantation of the edwards sapien xt and sapien 3 valves for pulmonary position in enlarged native right ventricular outflow tract'. A single-center study was performed between january 2015 and march 2020, percutaneous pulmonary valve implantation (ppvi) was performed on 129 patients. A retrospective analysis was performed on 84 patients who have undergone successful ppvi implantation using the sapien xt or sapien 3 valves with dilated native right ventricular outflow tract (rvot). One patient experienced hemoptysis post procedure, and the rupture of the peripheral pulmonary artery in the right lower lobe secondary to stiff wire injury that was embolized with a vascular plug.

Manufacturer narrative:
A supplemental MDR is being submitted for the reference of the article. This section h10 (provide narrative/data) has been updated. Bibliography: implantation of the edwards sapien xt and sapien 3 valves for pulmonary position in enlarged native right ventricular outflow tract; a. Guzeltas, ic tanidir, s. Gokalp; anatol journal of cardiol; 2021.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of manufacture report numbers related to this complaint. This report is 2 of 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2023-10571 and 2015691-2023-10575.